Event description:
Pt had pacemaker implanted on 2/15/94. Approx 24 hrs later pt went into ventricular tachycardia. He was not responsive and pulseless. Resuscitation was started and he was shocked one time. He regained consciousness and without incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.